Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 34mm in length, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. After pre-dilation was performed, a 2.50x38 synergy¿ drug-eluting stent was advanced. The device was removed and intend to re-insert but it was noted that the stent struts were flared. The device was exchanged with another 2.50x38 synergy¿ drug-eluting stent. Post dilation was performed using a 2x20 non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.5 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the 12th strut from the distal end of the stent was lifted on one side and pulled distally. The od (outer diameter) at the proximal stent end and the od at the distal stent end were measured. Both readings are within specification, indicating there is no issue with the crimped stent profile of the returned device. This type of damage is consistent with the stent encountering resistance in an attempt to withdraw the device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 34mm in length, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. After pre-dilation was performed, a 2.50x38 synergy¿ drug-eluting stent was advanced. The device was removed and intend to re-insert but it was noted that the stent struts were flared. The device was exchanged with another 2.50x38 synergy¿ drug-eluting stent. Post dilation was performed using a 2x20 non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.